Event description:
The pump was returned for investigation. Investigation revealed that the there was contamination on the force sensor, a ball bearing on the drive assembly was dislocated, and the force sensor calibration reading was out of specifications. This report is made based on results of investigation completed on (B)(4) /2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the pump¿s history showed several loss of primes associated with low non-zero force. During testing, the pump performed the rewind, load, and prime functions with no issues. The pump was exercised for 24 hours on a 1 unit per hour basal program and experienced a loss of prime. The force sensor calibration reading was out of specifications. The pump was opened and contamination was found on the force sensor and a ball bearing in the drive assembly was dislocated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 08/22/2013-device evaluation: the cartridge has been returned and evaluated by product analysis on 07/26/2013 with the following findings: no defect was found. A visual inspection, a fill test, and a force test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.